Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of mesh on (B)(6) 2013 along with urethrolysis and insertion of supris coloplast urethral sling. The patient underwent lap. Cholecystectomy and lap. Extensive enterolysis in 2013.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. Following insertion the patient experienced chronic pelvic and vaginal area pain as well as bloating, inflammation, infection, and bowel problems. The patient also reports having suffered psychologically and emotionally. It was reported that the patient underwent unknown sling implant on (B)(6) 2013.